Manufacturer narrative:
A product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Feeding tube separation can occur if the incision through the skin is less than 1 cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to make a 1 cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tube exits the stoma site. If the tube experiences excessive pressure during placement, damage to the feeding tube can occur. Inadequate lubrication of the feeding tube prior to placement could contribute to excessive pressure and subsequent feeding tube damage. The instructions for use instruct the user to thoroughly lubricate the entire external length of the feeding tube. This activity will aid in smooth feeding tube placement. The instructions for use direct the user to apply gentle pressure to the feeding tube during placement. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set- pull are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met an manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk. 1 assessment results as post market feedback. Continues to become available.

Event description:
During the procedure, a peg 24 percutaneous endoscopic gastrostomy set - pull was used. The loop at the tip of the probe broke preventing its passage. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.